Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that loss of power occurred to the console. An angiojet ultra system console was selected for use. It was reported that during thrombectomy mode, the console lost power. It was not specified which type of catheter was being used at the time of occurrence. No patient complications were reported and the procedure was completed with another same device.

Manufacturer narrative:
Update: device evaluated by MFR., eval summary attached, method and conclusion codes. Device evaluated by manufacturer: the ultra system with no catheter was received in fair condition with no physical damages/defects observed. Functional testing was performed and the user interface showed a blank display on startup sequence during testing. The ultra main power at the back of the system and barcode assembly light was on but the main control power will not turn on. The ultra system console was reset twice but the main control power failed. A service history review was performed and nothing was found to indicate a possible service-related cause for the complaint. The investigation conclusion isolated the failure to a specific component within a bsc system or assembly which contributed to the event; however the cause for the component failure is unknown. (B)(4).

Event description:
It was reported that loss of power occurred to the console. An angiojet ultra system console was selected for use. It was reported that during thrombectomy mode, the console lost power. It was not specified which type of catheter was being used at the time of occurrence. No patient complications were reported and the procedure was completed with another same device.